Manufacturer narrative:
(B)(4). Concomitant medical products: 00620006022, trilogy cup, 61260637, 00631006036, xlpe liner 10 degree elevated rim 3.5 mm offset 36 mm, 61227274, 00801803605, cocr femoral head, 60810391. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00644, 0001822565 - 2018 - 00646, 0001822565 - 2018 - 00647.

Event description:
It was reported that a patient underwent a left hip procedure. Subsequently, infection was reported approximately four days after implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will be reported on 0001822565-2018-00645.